Event description:
The patient presented in-clinic due to an episode of a slow ventricular tachycardia (vt) which was unable to be resolved by the anti-tachycardia pacing (atp) provided by the implanted device. In addition, high defibrillation impedance was noted on the right ventricular channel. External defibrillation was delivered, which successfully terminated the arrhythmia. Abbott technical support was contacted, and the device was reprogrammed in order to avoid future episodes of inadequate therapy. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.